Event description:
It was reported by the surgeon that the pt is being revised due to pain. There is no alleged malfunction of the device.

Manufacturer narrative:
The implant has not been returned for eval, therefore, a visual inspection has not been possible. A review of the manufacturing history confirms no non-conformances were identified. It is not possible to identify the root cause of the reported pain. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets smiles total knee replacement (k120992).